Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this crt-d system developed a pocket infection at some stage post implant and had been managed with antibiotics. The fluid had not resolved around the device and unusual bacterial cultures were identified. The system was extracted without complication. Prior to extraction a permanent pacing lead was inserted via the right jugular vein and a single chamber pacemaker was attached and remains externalized to provide stable pacing support as this patient is pacemaker dependent. A new system will be implanted when the patient recovers. No additional adverse patient effects were reported.